Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced persistent overnight hyperglycemia around 200 mg/dl and fluctuating highs and lows during the day after previously stable control, with device data showing multiple meal announcements in a short period and use of meal announcements to correct highs, as well as a recent switch from insulin as part to insulin lispro. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for troubleshooting and user education. Investigation included review of device reports and user coaching on appropriate meal announcements and correction practices, as well as discussion of infusion set status and insulin change. Investigation of this case revealed inappropriate use of meal announcements for correction and a change in insulin formulation that could affect glycemic response, with no infusion set occlusions reported. It was concluded that the event was related to use error and therapy management factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.